Event description:
It was reported to philips that system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting up. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the flex vision pc was not booting. Fse replaced the cmos battery. After the replacement of cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.